Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device on the right seemed to be imbedded in the uterine section of the right tube"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort and rectal pain. Concurrent conditions included bleeding menstrual heavy, uterine bleeding, dysmenorrhea, hypertension, mittelschmerz, folliculitis, morbid obesity, irregular periods, acne, chronic cervicitis, lower abdominal pain and fibroids. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation, ablation, total vaginal hysterectomy, cystoscopy, salpingectomy (right) and total vaginal hysterectomy, cystoscopy, salpingectomy (right)). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details:the essure procedure was performed per protocol. On the left side, 4 coils were left trailing. On the right side, 4 coils were left trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device in place. No contrast entered either fallopian tube. Pelvic pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device on the right seemed to be imbedded in the uterine section of the right tube"), pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 729920) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort and rectal pain. Concurrent conditions included bleeding menstrual heavy, uterine bleeding, dysmenorrhea, hypertension, mittelschmerz, folliculitis, morbid obesity, irregular periods, acne, chronic cervicitis, lower abdominal pain and fibroids. Concomitant products included ibuprofen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia"). The patient was treated with surgery (ablation, ablation, total vaginal hysterectomy, cystoscopy, salpingectomy (right) and total vaginal hysterectomy, cystoscopy, salpingectomy (right)). Essure treatment was not changed. At the time of the report, the embedded device, pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, embedded device, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: insertion details:the essure procedure was performed per protocol. On the left side, 4 coils were left trailing. On the right side, 4 coils were left trailing. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device in place. No contrast entered either fallopian tube. Pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.